Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device. The patient¿s mother stated on (B)(6) 2020, the patient woke up his arm was sore and there was a very hot, large, hard spot at the site, about 3-4 inches across. The skin covering the patch site looked irritated, oozing, and scaly, with a very inflamed spot right at the needle puncture site. They went to the emergency room (ER), had a wound culture done, and were prescribed an oral antibiotic. The patient was notified several days later that the culture was positive for staph and sensitive to the prescribed antibiotic. At the time of report, the wound had healed. No additional patient or event information is available.